Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report (B)(4) from the (B)(4) registry indicating that there was a possible lvad malfunction with power spikes. It was also noted that thrombus was observed on the inflow cannula without clinical signs of heart failure or hemolysis.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The user facility report (B)(4) was received from the (B)(4) registry.